Manufacturer narrative:
A steris service technician evaluated the unit and found the door seal was leaking due to a door gasket which needed replaced. The technician determined that when the basket carriage was pushed into the reliance eps, it caught an edge of the door seal thus causing a rip and preventing a watertight seal. The technician counseled the facility's ge on using caution when pushing carriages into the reliance eps. The technician replaced the door gasket, ran a test cycle and returned the unit to operation. The unit was installed in august of 2007 and is currently under a steris service contract. A pm was performed on (B)(4) 2013 at which time the technician confirmed that the unit's door seal remains operational.

Event description:
The user facility reported their reliance eps was leaking water from around the door seal. No injuries or procedural delays/cancellations were reported.